Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 40mg/dl. The customer's level had been as high as 400mg/dl after being released from the hospital. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states the device was cracked at the reservoir and battery compartments. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.